Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A sample from a patient tested as part of troubleshooting the issue was submitted for investigation. The customer's tsh result was confirmed. No interfering factor was identified in the sample. A specific root cause for the event was not determined.

Manufacturer narrative:
The serial number of the cobas e411 disk analyzer involved in the event was (B)(4).

Event description:
The customer received questionable thyrotropin (tsh) results for multiple patient samples when compared to the results from a siemens advia centaur. Data was provided for two samples from one patient. Sample a initial result from a cobas e411 was 5.8 uiu/ml. Sample b initial result from a cobas e411 was 7.2 uiu/ml. On the siemens analyzer, the results for both samples were in the range of 2.5-3.0 uiu/ml. The customer then tested the samples on a cobas e601 analyzer and the results were similar to the results obtained on cobas e411. No specific data was provided. The samples were then tested on an advia centaur. The result for sample a was 2.9 uiu/ml the result for sample b was 7.14 uiu/ml. Sample a was slightly hemolyzed and it was thought that could be the reason for the discrepancy in the results. Sample a was then tested on an abbott analyzer and the result was 5.38 uiu/ml. The result of 5.8 uiu/ml was reported outside the laboratory. The patient was not adversely affected.